Event description:
It was reported the customer was received a max fill message on their insulin pump during fill tubing. The customer had attempted to fill tubing several times, but the message was recurring. It was also found the customer had manually primed their tubing, but the max fill message persists. Customer's blood glucose was 150 mg/dl. The customer stated they will try another infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).